Event description:
It was reported that during a robotic hysterectomy procedure the bilateral tissue separators on the distal end of the obturator are duller that usual. They were able to insert the device with force and complete the procedure. This was a nuisance to the surgeon. There was no patient consequence reported. The device was discarded at the account.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.